Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when opening of sutures, needle detached its thread. This occurred with two sutures. There was no patient involvement.